Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number is 88236001 with an expiration date of 30-sep-2026. The na electrode lot number and expiration date were not provided. The investigation found the event was caused by an issue with the sample probe. The sample probe was replaced, which resolved the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 3 patient samples on a cobas 6000 c501 module. The sodium electrode and calcium gen.2 assay were affected. Patient 1: the initial calcium result was 5.6 mg/dl, and the repeated result was 9.5 mg/dl. Patient 2: the initial na result was 150 mmol/l, and the repeated result was 142 mmol/l. Patient 3: the initial na result was 173 mmol/l, and the repeated result was 139 mmol/l. The samples were repeated because the initial results were above the repeat limits (had data flags). The repeated results were obtained on another module and were believed to be correct.